Event description:
It was reported that during a pneumonectomy procedure, the clip was not at proper position in the jaw and did not clamp the tissue. The surgery was completed by hand sewing. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.